Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 5 and 24 hours. The pod was removed after it appeared insulin was leaking. The patient was diagnosed with diabetic ketoacidosis and was treated with intravenous fluids. A new pod was also placed before leaving the hospital. The patient was released after four hours. The pod has been discarded.